Event description:
Based on the information provided, the screw head of the implanted 56-3740 screw broke off while the surgeon was removing the screw driver. The product was removed an another implant was used to complete the case. The patient is in good condition.